Event description:
Pt had left ij permacath placed without difficulty. However, when the dialysis nurse attempted to access it, the arterial connector broke off and the pt required second trip to vir to have a new catheter placed over a wire.